Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated. A visual inspection was performed and no issues related to the reported event were found. The functional tests performed included leak testing, clear passage testing, and clamp function testing, with no issues noted. The reported issue for a leak was not verified through sample evaluation. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash solution transfer set leaked from ¿somewhere near the twist clamp¿ during patient use. There was no patient injury or medical intervention in association with this event. No additional information is available.